Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17326196. Brand name: precision spectra. Upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17603967.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and spinal cord stimulation (scs) leads displayed high impedances which led to inadequate stimulation as the impeded contacts were needed to get coverage of her pain. It was assessed that the high impedance contacts may have possibly caused the pain at the ipg site. The patient underwent a procedure where the ipg and leads were removed and replaced. The ipg site was changed from left gluteal to left flank. Post operatively, the patient was doing well. The explanted devices will not be returned as they were disposed by the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17326196. Brand name: precision spectra upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17603967.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site and spinal cord stimulation (scs) leads displayed high impedances which led to inadequate stimulation as the impeded contacts were needed to get coverage of her pain. It was assessed that the high impedance contacts may have possibly caused the pain at the ipg site. The patient underwent a procedure where the ipg and leads were removed and replaced. The ipg site was changed from left gluteal to left flank. Post operatively, the patient was doing well. The explanted devices will not be returned as they were disposed by the hospital. Additional information was received that following the procedure, the patient had a hematoma and swelling, which was managed by wound checks and dressing change, and has now fully healed.